Event description:
It was reported that the trailing haptic on the johnson and johnson(jnj) intraocular lens (iol) malfunctioned. The trailing haptic was trapped by the plunger. It began to enter the eye when the surgeon took it out. The surgeon aborted the insertion. Reportedly, the incision was not enlarged and there was no patient injury. The procedure was completed with a backup lens of the same model and diopter. The patient tolerated the procedure well and was taken to outpatient recovery in good condition. No further information was provided.

Manufacturer narrative:
Section a5 race: information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.